Event description:
As reported through the (B)(6) registry, a 29mm sapien 3 valve was transfemorally deployed in the aortic annulus. Aortic plaque rupture occurred due to device passage. A stent graft was placed. The outcome was determined as recovering.

Manufacturer narrative:
Use 9.3 closure summary - (B)(4) will also make changes - do not include the first IFU statement. Device was discarded.